Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump starts to vibrate and had pump error broken force sensor was detected during seating. Customer's blood glucose level was 85 mg/dl. Customer also stated that the insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to the backup plan as per health care professional. The device will be returned for analysis.